Manufacturer narrative:
The insulin pump was received with cracked reservoir tube, battery tube threads, and case at the display window corners. The device passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and motor test. No motor error alarms or displacement anomalies were observed. The drive support disk, however, was slightly loose. It also had a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus delivery. The blood glucose reading was 236 mg/dl. The customer stated that the device had been dropped a lot. He was able to rewind the insulin pump. The customer reported that he only received insulin when he was priming the device and that he was feeling okay now. Advised the discontinuation and replacement of the device. Nothing further reported.